Event description:
Reportedly, during an implant procedure of a 2-chamber system, the physician could not get the v-lead (medtronic 4076-58) into the ventricular port of the teo dr. He tried several things during the procedure. The atrial lead was correclt inserted into the ventricular channel. Eventually he took another pacemaker (medtronic) where the leads could be inserted and finally tightened.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implant procedure of a 2-chamber system, the physician could not get the v-lead (medtronic 4076-58) into the ventricular port of the teo dr. He tried several things during the procedure. The atrial lead was correclt inserted into the ventricular channel. Eventually he took another pacemaker (medtronic) where the leads could be inserted and finally tightened.

Manufacturer narrative:
- The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular setscrew tip was found completely unscrewed. The user has probably completely unscrewed the setscrews then removed the screwdriver. Afterwards, he was not able to reposition the setscrew. It is known that when it is unscrewed, it can be difficult to screw it again. - no tightening marks on the atrial and ventricular setscrew tips were noted which is consistent since the leads were not inserted. - it is described that the physician has tried several things during the procedure. A likely hypothesis would be that the ventricular setscrew tip has been tightening (even slightly) before the full lead insertion and then completely loosened the ventricular setscrew. - it should be noted that upon insertion of the is-1 lead pin, it is important to verify the is-1 lead pin protrudes beyond the connector port prior any screwing operation as to assure an appropriate pacemaker-lead connection. - this complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.